Event description:
Boston scientific received information that during a recent clinical follow-up, a drop in r-waves values was exhibited. Additionally, far field oversensing was noted. The patient underwent a chest x-ray confirming appropriate lead positioning; however it was communicated intervention would ensue to investigate root cause. During the subsequent intervention, the physician confirmed a lead dislodgement. The lead was successfully repositioned and remains implanted and in service with favorable measurements. No additional adverse effects reported.

Manufacturer narrative:
If new information is received, a follow-up report will be submitted.